Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. The patient¿s weight was requested but unable to be obtained. A supplemental report will be filed if additional information is received. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, at 2/3 deployment, the valve was positioned too low. An attempt was made to reposition the valve, causing the valve to move out of the targeted location. During an attempt to recapture the valve and remove it from the patient, the tabs released from the delivery catheter system (dcs) and the valve was left implanted in the proximal right common iliac artery. A second transcatheter bioprosthetic valve was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.